Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, on some occasions the pump and transmitter may not have been within line of site when the issue occurred, although this could not be confirmed. Additionally, the customer noted that another bluetooth device was being worn during the reported signal loss issue. Reportedly, the pump and transmitter regained connection.